Event description:
In 2006 the lay patient contacted lifescan (lfs) alleging that her one touch ultra meter had a cloudy and flickering display screen. The medical affairs specialist (mas) sent a letter to the patient since she could not be reached by phone on two different days at different times. The following information was provided during the initial call to lfs: three days earlier, the patient tested her blood glucose with the reported meter and obtained a result of 80 mg/dl. While preparing her breakfast, the patient passed out. The time difference between the meter test and the patient passing out was not provided. No information was provided regarding the patient's diabetes medication regimen, or whether the patient took medication before or after testing with the one touch ultra meter. The patient's sister called ems. A result "in the 40's" was obtained on the ems meter. Emt's started an IV. When the patient was coherent, she was given orange juice with sugar. A result of "about 75" was obtained after the patient received IV treatment and orange juice. Information was not provided as to wheter the result of 75 was obtained on the ems meter or the patient's meter. The patient refused to be taken to the hospital. The customer care advocate (cca) confirmed that the meter display was cloudy and also noted that the patient described the display result as flickering. The patient said the flickering appeared to show the result changing, such as from 80 to 87. The meter, test strips, and control solution were replaced.

Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them.